Manufacturer narrative:
An authorized philips dealer went to the customer site. The engineer determined that the issues was associated with a defective loudspeaker. The issue was resolved by replacement of the mx_100/x3 speaker assembly (453564673831). After part(s) replacement the device was returned to functional use with no further issue(s) identified.

Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker error. It is unknown if there was still sound coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.